Event description:
It was reported during a procedure involving the implant of a transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was advanced through the aortic arch, the nose cone of the delivery system seemed to "separate" from the dcs giving the appearance it was about to split. It was reported because of this, the dcs did not have "enough strength" to cross the aortic arch, for that reason, the doctor requested a replacement system. Subsequently, a new dcs was used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6. Image review: one media file was provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and even though the image is very dark, it is possible to see a misload by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The misloaded valve was used for the procedure. It was reported that there was difficulty crossing the aortic arch. There is evidence that the delivery catheter system eventually crossed the aortic arch. However, it was reported that nose cone separation occurred. Consequently, a new system was used to complete the procedure. As stated in the instructions for use (IFU): caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Caution: persistent force on the catheter can cause the catheter to kink, which could increase the risk of vascular complications (for example, vessel dissection or rupture). Note: when crossing the aortic arch, it is critical that the guidewire is controlled to prevent it from moving forward. Without proper management of the distal tip of the guidewire, the guidewire could move forward and cause trauma to the left ventricle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle fully opened. Device was received with the capsule fully retracted. The nose cone was intact no evidence of separation. A bend was observed at the proximal end of the catheter shaft. A slight gap was noted at distal end of gray front grip, as well as between the proximal end of the catheter shaft and the distal end of the gray front grip. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. It was not possible to load an in-house valve as the stylet could not be inserted into the inner member due to the kink on the inner member. No other deformation evident to the remainder of the device. The reported event of difficult to advance could be confirmed through analysis. The reported event of nose cone tip separation could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.